Event description:
A malfunction alarm 20 was reported for the pump during the load process. There was no reported adverse impact to customer's blood glucose. Customer reverted to using multiple daily injections as backup therapy.